Event description:
A systsem error 2240 message that appeared on the display of the home pt's homechoice machine during drain 2/8 of her automated peritoneal dialysis therapy. Per initial report, the home pt disconnected her transfer set from the pt line of the homechoice set without pausing therapy. Baxter's technical service center assisted the home pt in ending the therapy early. No pt injury or medical intervention was associated with this incident.

Manufacturer narrative:
The home pt's nurse has agreed to review proper procedures with the home pt.